Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of alarming due to low inspiratory pressure was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
The customer returned their device to ventec for service. During the device's evaluation ventec observed that it was alarming due to low inspiratory pressure. There was no patient involvement associated with the reported event.